Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump displayed 29 hours remaining on the infusion, although the patient reported that the infusion had already run for the full 46-hour duration. The event log showed no reservoir resets or pump stoppages. There was air in the line, and the infusion bag appeared empty, but the pump continued running. The medication, 5-fluorouracil (5fu), was infused at 2.4ml/hr, with a total programmed volume of 110ml and 69.4ml remaining. There was no patient harm.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported there was air in the line, and the infusion bag appears empty, but pump displayed 29 hours remaining. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.